Event description:
This procedure is part of (B)(6):post-procedure the patient experienced symptomatic bradycardia that required insertion of a pacemaker.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.